Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer, and identified the failure mode as a defective buffer valve. The fse observed the seal of the valve was worn. The fse replaced the buffer valve to resolve the issue. (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
A customer in china reported the generation of erroneously high ion selective electrode (ise) patient results on their au5800 instrument. The results were not reported out of the laboratory. There was no change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to the event. The customer did not provide data for review.